Event description:
The patient had shoulder surgery. The stimucath catheter was placed by the anesthesiologist. It was intended to be left in for extended pain relief after surgery and discharge. It was connected to a pain medication ball. The patient was given instruction on removing the catheter after the pain medication ball was empty. The patient's spouse attempted to remove the catheter, but it would not come out. The patient went to her local clinic. A physician attempted removal, but the catheter would not come out. The patient went back to the hospital and saw the anesthesiologist who referred the patient to a neck surgeon. The patient was taken to surgery where the catheter was successfully removed. The surgeon reported that there was a piece of the catheter wire that hooked on to the neck tissue preventing removal. On removal the catheter was found to be damaged or distorted with the distal wire section stretched and bent. It was speculated that a part of the wire acted as a barb and hooked on to neck tissue to prevent removal. The wire section may have become stretched with removal attempts.